Manufacturer narrative:
Physio-control evaluated the customer's device and observed that it would power on properly with a physio test battery; however, when the customer's battery (which was used during the event) was installed in the device, it would not allow the device to power on. Additionally, the device's readiness display showed no battery bars, no ok symbol and no service wrench. This was due to the battery being depleted. The downloaded data from the battery showed a device on-time of approximately 47 minutes with no shocks delivered. The battery was approximately 6 years old (5 years installed) and had likely become depleted normally due to age and use. The customer was provided with a replacement battery. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The patient, a (B)(6) male, had attempted suicide by hanging himself. Jail staff were notified and arrived within a few minutes. Staff began CPR and the device, which was reported to have shown ok on the readiness display, was connected to the patient and powered on. Shortly after being powered on, the ok icon disappeared and the battery symbol turned red (battery use by date (B)(6) 2015). The device then powered off by itself. A backup device was obtained but not used to defibrillate the patient. An ambulance was summoned and arrived approximately 8 minutes after the call was made. The ambulance continued care to the patient and transported the patient to the hospital. No details about the care provided to the patient were provided. The patient did not survive the event. Physio-control examined the details of this event and determined that the device use did not contribute to the patient outcome because the event was unwitnessed and the patient's downtime prior to being found was unknown.